Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A general statement was made for a proglide device. Reportedly, there was a problem across the board closing large hole in an interventional transcatheter aortic valve replacement (tavr) procedure. It felt like fifty percent of the time didn't work. Manual compression was likely used to achieve hemostasis. No additional information was provided.